Event description:
It was reported that the patient accidently turned the therapy off two months prior to the report and "didn't care to do that again. "The reporter stated that it was "just five minutes" and the dystonia kicked in and the patient was doing "really weird stuff." The patient needed assistance to turn it back on because she couldn't concentrate and figure out how to do it herself. It was reported that with the device the patient was 70.1 percent improved. It was also reported that the doctor initially suggested an MRI, but changed the test to a CT scan after the doctor called in. The MRI was supposed for torso. The patient had cancer in (B)(6) 2010 and she did a lumpectomy. She had a CT because she had pain in her stomach. The patient was scheduled to have a CT scan on (B)(6) 2013 for her chest to pelvis area. It was also reported that the patient had problems with her throat because of the botox. The botox had "leaked into her stomach or down into her throat and paralyzed her epiglottis." The patient could not eat food or swallow anything for about three and a half months. The patient had to eat at night through the tube that they had in her stomach. The botox had burned the patient's vocal cords.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v688048, implanted: (B)(6) 2012. Product type: lead, product ID 3387s-40, lot# v641090, implanted: (B)(6) 2012. Product type: lead, product ID 37085-60, serial# (B)(4) implanted: (B)(6) 2012. Product type: extension, product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).